Manufacturer narrative:
This report has been filed with an abundance of caution.

Event description:
Siemens became aware of an issue with the artiste mv system. The concerned unit was upgraded to the software version v13.1.002 in august 2017. This software version includes the collision avoidance system. No injuries or system malfunction have been reported to siemens. Nevertheless, a critical patient injury, in the event of a collision with the gantry, cannot be excluded completely. According to the system design, there is a parameter in system settings to turn the correct option back on. Siemens requested this information from the local service engineer.